Event description:
Healthcare professional (hcp) reports one incident of pt reaction with the psn 210 dialyzer. Incident ocurred approx five minutes into treatment. Pt began sneezing uncontrollably, eyes became red and weepy, nose clogged, and complained of swollen throat and roof of mouth. Dialysis treatment was terminated and blood was not returned to the pt with an unk amount of blood loss. Pt was treated with benadryl 50 mg IV and solucortef 50 mg IV. Treatment was resumed with new disposables of a different membrane and completed without further incident. Hcp reports pt's symptoms have resolved.